Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the field service engineer (fse) and the fse manager. Workorder (wo) was cancelled as duplicate by fse and duplicate wo was not provided by fse. Additional information will be added to the record if and when the information is received.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station back was damaged. The customer reported that this malfunction caused a delay when the user tried to dispense medication to the patient and the user managed to get medications from pharmacy. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the station sustained damage during the station being moved by non-approved persons and sustained some unknown damage to the back of the system. The customer stated there was a delay as the issue happened during the dispensing, the user managed to retrieve the medication from the main pharmacy which resulted in the delay. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.